Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced speed drops below the low set speed limit. The patient was asymptomatic. An onsite percutaneous lead (lead) evaluation was performed by the manufacturer's technical services. The speed drops and pump stoppage were reproduced upon manipulation of the lead midway between the distal end bend relief and the lead exit site. An external lead replacement was performed and no further issues have been reported. The patient was discharged and at the time of this report is doing well.

Manufacturer narrative:
Approximate age of device ¿ 4 years and 9 months. The replaced portion of the percutaneous lead (lead) that was removed during the repair was returned. Evaluation confirmed the presence of mechanical damage to the lead at approximately 13 inches from the metal connector, primarily of the black wire, however damage was seen on all wires. The damage appeared to be consistent with a mechanical force impact at this location and heat damage caused by an electrical short. As a result of the damage, the underlying black and brown wire conductors were exposed. The reported speed drops and pump stoppage would have occurred as a result of the exposed conductors of either wire contacting the braided shielding when the device was supported by the power module. A review of the device history records revealed the device met applicable specifications. The patient remains ongoing with the implanted device and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.